Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
(B)(4). The device manufacturer date is not known. Visual inspection: a gap was noticed between the insulation and the distal leaving metal exposed along with a crack near the proximal end. In addition the pn & lot# etchings are not present on the insulation which appeared to be a non stryker part. The instrument failed the insul scan test. The root cause is third party repair insulation material. The failure(s) identified in the investigation is consistent with the complaint record. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation had been compromised.